Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for cardiopulmonary bypass, the electrical cable linking the pressure transducer and the pressure sensor module was not functional. There was no adverse consequence to a pt as a result of this event.